Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed kinks in the telescope assembly from femoral marker to the proximal end. A kink was observed in the imaging window assembly in the distal end. A damaged (open hole) was observed in the imaging window assembly. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and ic windup was found within the telescope section of the device. Windup were encountered in the triple/double/single heat shrink area in the telescope area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on investigation completed on 20-jun-2018. It was reported that lost image occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. However, during pullback, the image disappeared. The procedure was completed with a different device. No patient complications nor injuries were reported. However, device analysis revealed a hole in the lap joint.